Manufacturer narrative:
The pump with squeaking noise (2021365), was in use for 11 days at the time of the event (from 2022-06-08 to 2022-06-20). The pump is still on the patient.

Event description:
The site contacted berlin heart clinical affairs (ca) on 06/13/2022 to report that squeaking noise was heard from the pump during normal operation but was eliminated with slight pressure over the pu valve. After reviewing the video sent by the site berlin heart recommended to decrease the driving pressure in order to reduce / eliminate the squeaking noise and to hold off on pump change as long as hemolysis is within acceptable level. The site stated that recommended change in driving pressures took place on 06/20/2022 however, the squeaking sound persisted despite the change. The site reported that ldh level is 3423, which is greater than 2.5x the upper limit of normal for this site. The upper limit of normal for this site is 920. Plasma free hgb is 225. Ca recommended pump change. The site reported the pump functioned with appropriate fill and eject throughout the event. Note; the patient was transitioned from 10 ml pump to 15 ml pump on (B)(6) 2022, ldh was 2218 and plasma free hgb was 120 prior to transition.

Manufacturer narrative:
Upon review of the production records, it was noted that the valves showed no abnormalities during testing. The blood pump was cleaned and disinfected to perform functional tests. In order to best mimic the conditions of use, a water - glycerin - mixture was used. The pump performance was within specification for both the testing parameters defined by berlin heart and the clinic's settings. The pump showed complete filling and ejection. No intermittent noises were detected at the outlet valve during testing. No vibration of the valve leaflets was detected. Therefore, no correlation between the pump and increased hemolysis values of the patient could be determined.